Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radio frequency (rf) head lost connection to the patient's implanted device during a reprogramming session. It was noted that the programming session could not be completed and contact could not be re-established with the device. It was speculated that the rf head had malfunctioned. It was further reported that after rebooting the programmer, the programmer was unable to find the implanted device and there was only a single orange light on the rf head. Troubleshooting steps were taken to resolve the issue including unplugging and plugging in the rf head again, but it did not allow the device to be read again. Additionally, it was noted that there was no alternative programmer available in the clinic to programme the implantable device. The rf head was changed out and the device rechecked and it was confirmed that the device was working correctly. No patient complications have been re ported as a result of this event.